Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a bolus via the pump. Reportedly the alarm ultimately cleared, and the customer continued to use the pump for insulin therapy.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no adverse impact to the customer¿s blood glucose level. Reportedly the alarm ultimately cleared, and the customer continued to use the pump for insulin therapy.